Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they have removed and replaced the batteries but that it did not resolve the issues. Also, it was stated that the battery compartment of the device has a portion that is missing. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 167 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and end cap sticker noted during visual inspection.